Event description:
It was reported that during a rotator cuff repair surgery, after the pre-fabricated hole was opened with a 3.8mm drill, the 4.5mm footprint ultra pk suture anchor broke during implantation. The pieces were removed. The procedure was successfully completed with non-significant surgical delay using a s+n back-up device. An additional hole was used. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A visual inspection of the returned device found that it is not in its original packaging. The suture material is disengaged from the anchor. The anchor fractured at the suture window. The device has debris on it. Based on the condition of the product material found during visual inspection, additional material testing is not required. This case reports, the suture anchor broke during implantation, and was reportedly removed from inside the patient. The provided photo was reviewed and appears to show an anchor attached to the device with the tip of the anchor broken. Reportedly, the patient¿s bone quality is normal. Per case communication, the procedure was completed with a non-significant procedural delay. An additional bone hole was created and a smith and nephew back up device was used. Smith and nephew has not received the device and/or adequate materials to fully evaluate the complaint. If additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.